Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 47 tubes had either embedded black foreign matter or white crystalized additive abnormality. Customer also reported some scratches on some tubes. The number for each defect was not provided. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 47 tubes had either embedded black foreign matter or white crystalized additive abnormality. Customer also reported some scratches on some tubes. The number for each defect was not provided. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-jul-2025. Investigation summary: bd received 47 samples and 8 photos for investigation. The visual evaluation of these samples and photos indicated the following failure modes: white particles of additive on the inside of the tube, which visually stands out as it does not appear like the typical dot pattern. Additionally, there are black specks embedded in the sidewall of the tube (embedded foreign matter), considered a cosmetic defect. Furthermore, scratches were observed on the tube sidewall. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: additive abnormality, molding defect (embedded foreign matter) and damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.